Manufacturer narrative:
Investigation summary: the event product was returned to applied medical for evaluation. Upon inspection, engineering confirmed the complainant's experience of a fractured cannula. The fractured portion of the cannula was not returned for evaluation. The complainant confirmed that no unintended material was left in the patient. The likely root cause of the fractured cannula is due to material degradation during the molding process, which could cause the part to be more prone to brittle fractures. The probability and criticality of harm resulting from this failure mode have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical is currently researching possible process enhancements intended to further minimize the potential for this type of incident to occur.

Event description:
Additional information received via email from distributor on february 13, 2017: the procedure being performed was esophageal cancer with da vinci system. No unintentional material was left behind in the patient.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Unknown procedure - "in surgery, this device insert into the patient body then the cannula was broken. Please see the attached photo." Type of intervention: unknown. Patient status: "fine".